Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The returned pump was investigated and the "placement signal not reliable" alarm occurred when the pump was dry. When the sensor was wet there was a placement signal. The pump was investigated and the 5s were out of range. The pump was unable to hold the correct pressure in the uson. The sensor was removed and found to be damaged. The imc logs showed an incorrect offset as the pump had been programmed under a wet condition and due to the damage to the sensor, operated differently under a dry condition when returned. The incorrect offset applied by the console caused the change in the optical signal parameters which then caused the divergence in the field between the pump position waveform and the a-line. The cause of the optical signal issue was a damaged sensor. A review of the device history record (DHR) for the suspected product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the thime the product was manufactured and released to the customer. With the available information, there is no indication that there was is a product malfunction or deficiency.

Event description:
The complainant reported abnormal placement signal values during support. Switching the pump to a new automated impella controller (aic) console did not resolve the issue. Support continued with no harm to the patient.